Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery does not charge, despite the use of multiple usb cables. There was no reported impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.